Event description:
Reported status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that while inserting the guide wire into the introducer sheath, the guide wire separated from the stainless steel portion at the shoulder joint. The core of the guide wire was confirmed to be broken into two pieces. The separated part was removed without additional intervention and the device was replaced with another one. No additional event or pt information is available.